Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2006 with hyperglycemia. 2 days before hospitalization, the reporter states that she changed her set and site; she did not change her insulin cartridge claiming that she only needs to change the insulin once every two weeks. Later that day, she became ill and vomiting, she states she was too tired to check her blood glucose and so did not, instead she stayed in bed. In 2006, she was taken to the hospital, where upon admit, her blood glucose was reportedly 1000. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.